Event description:
Updated information the distributor has sent the earlier implant fracture record.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Additional information received confirmed the device was previously submitted under an alternative summary report 1997016. As a result, no further medwatch reports will be submitted under this file.

Event description:
It was reported that patient experienced an earlier implant fracture.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Catalog and lot number unknown / not provided. UDI not available. Implant date unknown / not provided. Explant date unknown / not provided. PMA/510(k) number not available. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted. Device not returned.